Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - three pieces were scrapped in cell at op #110, clip assembly, for being an excess packaging quantity. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, inspect dimensional / final inspection, ns032748 rev aa met all inspection acceptance criteria. Packaging label log (pll) lmd rev ae was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿post-operative pain¿ does not indicate breakage of the screw. Therefore, review of the raw material would not be pertinent to the reported complaint condition. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, on the sixth postoperative day, the patient complained of left orbital pain. The possibility of implant rejection could not be ruled out, and local discomfort was reduced after the application of hormones. This report is for one (1) scr ø1.5 self-drill l5 tan 4u I/clip. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - three pieces were scrapped in cell at op #110, clip assembly, for being an excess packaging quantity. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, inspect dimensional / final inspection, ns032748 rev aa met all inspection acceptance criteria. Packaging label log (pll) lmd rev ae was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿post-operative pain¿ does not indicate breakage of the screw. Therefore, review of the raw material would not be pertinent to the reported complaint condition. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, on the sixth postoperative day, the patient complained of left orbital pain. The possibility of implant rejection could not be ruled out, and local discomfort was reduced after the application of hormones. This report is for one (1) scr ø1.5 self-drill l5 tan 4u I/clip. This is report 1 of 3 for complaint (B)(4).